Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: (user facility was inadvertently added to the initial medwatch, added company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign material on the auxiliary water channel, insertion section, and plastic distal end cover side was caused due to the device not being reprocessed properly due to wear of scope cover packing, which is turn caused the water tightness to be lost. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a whitish foreign material found inside the jet-tube, the jet-tube (plastic distal end cover side) had foreign objects and the connecting tube has foreign objects. There were no reports of patient involvement.